Event description:
The customer reported no pressure on the compressor, or vacuum pump on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse replaced a nonfunctional compressor (vacuum pump) to resolve reported pressure issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).